Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the seriously tortuous and seriously calcified left anterior descending (lad) artery and was 25-30mm long with a reference vessel diameter of 2.5-3.0mm. A 38 x 2.75 promus premier stent was advanced for treatment. However, during procedure the stent structure was lifted up. The procedure was completed with another of the same device. No patient complications were reported. The patient's status was stable. Device evaluated by MFR.: a visual examination of the stent found that the stent was damaged on the first distal stent strut row with stent struts pulled distally and stretched. The undamaged proximal stent od (outer diameter) was measured within maximum crimped stent profile measurement. Stent damage most likely occurred during advancing attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the seriously tortuous and seriously calcified left anterior descending (lad) artery and was 25-30mm long with a reference vessel diameter of 2.5-3.0mm. A 38 x 2.75 promus premier stent was advanced for treatment. However, during procedure the stent structure was lifted up. The procedure was completed with another of the same device. No patient complications were reported. The patient's status was stable.